Manufacturer narrative:
The customer reported a loss of mechanical ventilation. Upon arrival at the site, the ge healthcare service representative was advised that the issue had been resolved by the user. No further information is available regarding the resolution of the reported issue. No report of patient involvement. Unique device identifier: (B)(4).

Event description:
The hospital reported a loss of mechanical ventilation. There was no report of patient involvement.